Event description:
Two events with two devices of the model occurred to the same patient. First event: a teleflex ac3 optimus intra-aortic balloon pump malfunctioned, throwing up multiple error messages. The error messages were for loss of signal and trigger alarms. The rn confirmed that the intra-aortic balloon pump (iabp) was not functioning properly. In addition to the error messages, the screen was blurry and waveforms for EKG and were sporadic and/or flat. The waveforms showing pump function were flat. Patient experienced severe pain. The rn confirmed that there were no issues with patient¿s position, leads, tubing, or iabp groin entry site. The iabp was switched out for a new one, and the patient became stable. Correct position of balloon was confirmed after this event with a stat CT scan. Second event: the second event occurred six days later on the same patient. The iabp console began to alarm for loss of signal. The console was not displaying EKG information and the iabp was not being triggered to inflate/deflate. The rn attempted to get the iabp to function again by switching the console to operator mode and changing the trigger mode for the balloon, but this did not work. Patient began to experience severe pain. During troubleshooting, the screen again began to flicker and become blurry. The console was rebooted which temporarily resolved the issue, though the total interruption time was 5 minutes. The console was exchanged with another console from another department. Balloon was confirmed to have not moved position via chest x-ray. No permanent injury to the patient was reported. Teleflex was informed of these events on the days when they occurred. They advised that for future issues to call their 24 hour hotline. They recommended circuit board replacement for both machines. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). Teleflex was informed of these events on the days when they occurred. They advised that for future issues to call their 24 hour hotline. They recommended circuit board replacement for both machines, which was performed. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). Teleflex was informed of these events on the days when they occurred. They advised that for future issues to call their 24 hour hotline. They recommended circuit board replacement for both machines, which was performed.